Manufacturer narrative:
Submit date: 02/24/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports the unit is delivering too fast. No patient involvement or harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of delivering too fast. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.